Event description:
It was reported that the right ventricular lead had increasing and high impedance and a possible fracture. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had increasing and high impedance and a possible fracture. It was also reported that the remote transmission noted a lead warning triggered for high impedance. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The analyst noted that electrical continuity test results were passed (electrically) using destructive testing and no anomalies found.

Event description:
It was further reported that the rv lead experienced non-capture. The rv lead was capped and replaced successfully.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.